Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented in backup vvi mode due to magnetic resonance imaging (MRI) and the device was programmed appropriately to MRI mode before the scan. Programming changes were made to restore normal parameters. There were no patient consequences.